Event description:
It was reported that a day after implant, the ventricular lead showed a lead warning for high impedance. An x-ray determined that the lead connector was not fully inserted into the device. The physician felt that opening up the sutures so soon after the initial implant posed a risk of infection. Programming changes were suggested in the interim. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. High resistance/impedance was noted with two patient alerts for out of tolerance subthreshold lead impedance on (B)(6) 2012. The daily hv-lead impedance trend data shows high impedance for defib active can on impedance equal to 254 ohms between (B)(6) 2012.